Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services was contacted and provided troubleshooting recommendations. At this time, the manufacturer of the rv lead has not been provided. No adverse patient effects were reported. This system remains in service.